Event description:
The ventilator was connected to a post operative patient. The customer reports the ventilator was alarming and delivered 25 of peep when peep was set to 5. The patient was removed from the ventilator and placed on another. Two days later, the patient died. The customer stated that cause of the patient death is currently unknown.